Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. The clinician reportedly planned to continue to monitor the impedance values. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service.